Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Physician reported left side implant palpability and implant visibility. Follow-up findings reveal that the implant palpability and implant visibility is secondary to capsular contracture grade ii with no treatment. Patient reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, crease fold and wear abrasion. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Physician reported left side implant palpability and implant visibility. Follow-up findings reveal that the implant palpability and implant visibility is secondary to capsular contracture grade ii with no treatment. Patient reported left side capsular contracture, baker grade iii. Device has been explanted.